Event description:
Boston scientific, crm received information that the patient with this pacemaker had a heart rate of 36 bpm. It was not known if it was intrinsic or paced. The patient had been lost to follow-up. The patient was to be scheduled for an appointment regarding the pacemaker the following week. The device is included in the failure mode 2 population described in the physician communication on (B)(6), 2005. Information was later received that this device was explanted for normal battery depletion.

Manufacturer narrative:
Based on the available information, this device remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. This device was explanted and returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.